Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photos were returned by the customer in support of this complaint. Therefore, 100 retention samples from both lots were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. Additionally, 10 retention samples from the bd inventory were functionally tested and the reported issue of closure separation was not observed as there were no issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Bd was unable to confirm the customer¿s indicated failure mode with the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported that during use with 200 bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the caps are coming off and blood exposure occurred. The user had unspecified post exposure testing and/or medical intervention. The patient samples were re-collected. The following information was provided by the initial reporter: the issue is after the tubes are centrifuged and the top is removed for testing. When recapping the tube, the top does not stay on the tube. How many times did this indicted occurred? (Can you provide the dates of each incident?) Multiple occurrences beginning in mid (B)(6) 2022. Did the specimen(s) need to be recollected? Yes. Did exposure to blood/ bf occur? Yes. If exposure occurred was there any post exposure testing or medical intervention? Yes.

Event description:
It was reported that during use with 200 bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the caps are coming off and blood exposure occurred. The user had unspecified post exposure testing and/or medical intervention. The patient samples were re-collected. The following information was provided by the initial reporter: the issue is after the tubes are centrifuged and the top is removed for testing. When recapping the tube, the top does not stay on the tube. How many times did this indicted occurred? (Can you provide the dates of each incident?) Multiple occurrences beginning in mid december 2022 did the specimen(s) need to be recollected? Yes. Did exposure to blood/ bf occur? Yes. If exposure occurred was there any post exposure testing or medical intervention? Yes.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 13-apr-2023. H.6. Investigation summary: bd received 6 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for stopper pop off with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications and there were no issues with the hemogard closure assembly being loose or separating during or after the testing was completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 200 bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the caps are coming off and blood exposure occurred. The user had unspecified post exposure testing and/or medical intervention. The patient samples were re-collected. The following information was provided by the initial reporter: the issue is after the tubes are centrifuged and the top is removed for testing. When recapping the tube, the top does not stay on the tube. How many times did this indicted occurred? (Can you provide the dates of each incident?) Multiple occurrences beginning in mid (B)(6) 2022. Did the specimen(s) need to be recollected? Yes. Did exposure to blood/ bf occur? Yes. If exposure occurred was there any post exposure testing or medical intervention? Yes.